Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 483 mg/dl and a corrective bolus was delivered to address the bg level. A pump system check was performed and no device issues were found. The customer stated that the high bg would be discussed with a clinical diabetes educator.